Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A philips technical consultant (tc) has been involved onsite; the ci master has been changed and troubleshooting steps were taken. It was identified the core switches show no recent down time. The rse requested escalation to the national support specialist (nss). The nss identified after a focalpoint update to the central monitors the devices failed to associate if they are located in a different subnet. A review of the logs indicates a 3850 defect in ios 3 making pim table incorrect. The nss advised the tc to make configuration changes and reload cores and restart services on primary server. Reload of cores allows all devices to associate. The tc will coordinate with the customer to upgrade 3850 switches. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there are sitewide issues with monitors not communicating with the piic ix. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A philips technical consultant (tc) has been involved onsite; the connection indication (ci) master has been changed and troubleshooting steps were taken. It was identified the core switches show no recent down time. The rse requested escalation to the national support specialist (nss). The nss identified after a focal point update to the central monitors, the devices failed to associate if they are located in a different subnet. A review of the logs indicates a 3850 defect in ios 3 making the patient interface monitor (pim) table incorrect. The nss advised the tc to make configuration changes and reload cores and restart services on primary server. Reload of cores allows all devices to associate. The tc will coordinate with the customer to upgrade 3850 switches. Based on the information available and the testing conducted, the cause of the reported problem was philips network issue. The reported problem was confirmed. The device primary server was restarted and the communication issue was rectified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.